Manufacturer narrative:
Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. Since this issue was noted after mapping with the lasso catheter, we are taking a conservative approach and reporting the event under both the lasso catheter and the thermocool smarttouch bi-directional sf catheter. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: non biosense webster, inc.: st. Jude medical brk sl0 transseptal needle, non biosense webster, inc.: st. Jude medical sl0 sheath, carto 3 system, model #: m-4800-01, serial #: (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional sf catheter and a lasso catheter and suffered a cardiac tamponade requiring pericardiocentesis. After mapping with the lasso catheter, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded 600-800cc. Patient was reported to be in stable condition. Remainder of procedure was aborted. Patient did not require extended hospitalization as a result of the adverse event. Patient outcome is improved. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that a perforation occurred during transseptal puncture. Transseptal puncture was performed with a st. Jude medical brk sl0 transseptal needle. Sheath in use was a st. Jude sl0. Generator parameters and settings at the time of injury were not reported, as no ablation was performed. Overall ablation time and last ablation cycle time at the site of injury were not reported, as no ablation was performed. Irrigated catheter flow was set at 2ml/min during mapping. Patient received anticoagulant during the procedure with activated clotting time of greater than 500 seconds at the time of injury. There is no information regarding shaft proximity interference (spi) value. Thermocool smarttouch bi-directional sf catheter was not in close proximity to another catheter. Thermocool smarttouch bi-directional sf catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster, inc. Equipment during the procedure.